Event description:
It was reported, the insulin pump was alarmed no delivery during fixed prime. Customers' blood glucose was unknown. First time the customer called for the alarms so customer was advised to do a complete set change and call back if issues reoccurred. The device is not returning for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.